Event description:
It was reported that the pt experienced a loss of therapeutic effect when her pain neurostimulator (ins) was on. Her interstim ins would be on, but she would have full return of incontinence symptoms when the pain ins was on. Further info is being requested from the hcp.